Manufacturer narrative:
It was reported that the temperature sensing function of the foley catheter was not reading accurately. Due to this, IV tylenol and motrin were administered. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Temperature sensing not accurate.